Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 280 units of insulin during the load sequence. Reporteldy, the customer is using humalog u-200 insulin. Customer was educated that u-200 insulin is off label. A new cartridge was loaded to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.